Manufacturer narrative:
Product event summary (B)(4), and outflow graft 1001871857 were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices, hvad pumps (B)(4), and component, outflow graft 1001871857, met all requirements for release. The reported "low flow events" could not be confirmed through log file analysis as log files were not available for either lvad or rvad which covered the event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that at that time of initial left ventricular assist device (lvad) implant a centrimag was placed for right heart support and the chest was left open. On (B)(6) 2017 the patient was brought to the operating room for right ventricular assist device (rvad) placement. Once the rvad was placed and started there were low flows on the right. The surgeon went back on bypass and looked at the clinical situation as well as checked the inflow and outflow graft. After careful assessment at the inflow, tissue was found and it was removed. The lvad and rvad were initiated again and there continued to be low flows. The surgeon assessed for clinical changes and the pump. It was found that the location of the outflow to the pulmonary artery (pa) was causing an occlusion so post discussion amongst the surgical team the outflow graft was repositioned to another area on the pa. Again, the lvad and rvad were started. The lvad had low flows and the rvad had flows in the 5 to 6 range but on transesophageal echocardiography (tee) there was no unloading of the right and the left was empty. The patient was started back on bypass. The surgeon scrubbed out to discuss with colleagues. The doctor then occluded the outflow (of) graft and assessed the right and left flows as well as had a cardiologist assess for pulmonary insufficiency (pi). The patient had severe pi so the decision was made to repair the pulmonic valve. The surgeon placed a patch and the left and right lvads were reinitiated. The flows remained low and due to bleeding from the endotracheal tube (ett) and the instability of the patient they went back on extracorporeal membrane oxygenation (ECMO) for support and the patient was brought to the intensive care unit (ICU). On (B)(6) 2017 it was stated that the patient passed away.  The cause of death was stated to be due to multi organ failure. It was further stated that there would be no autopsy or returning the pumps. No additional information available.